Event description:
In a surgery for oral cancer, the dr reconstructed the pt's mandible after osteotomy using a titanium reconstruction plate and iliac bone. The pt relapsed five months after the surgery and a plate fracture was found in an x-ray taken at the time. Also, the reporter mentioned there was inflammation around the plate fracture site. During the surgery for resecting the recurrent tumor, the dr removed the broken plate and replaced it with an interlocking plate with condyle.

Manufacturer narrative:
Summary of eval: in order to assess the failure reason a fratographic examination was carried out by an external lab. Fractographic analysis displays a fracture surface typical for fatigue fracture. The plate failure was caused by cyclic load conditions exceeding the fatigue strength of the material at a plate portion subject to tensile load during mastication. No material flaw or surface damage could be detected at the crack origin and it's vicinity.